Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was observed that the right ventricular (rv) lead exhibited insulation damage. The rv lead was inserted into the left ventricular port, and was replaced on (B)(6) 2022. Programming changes were made. There were no patient consequences.